Event description:
On (B)(6) 2011, patient reported the infusion set leaked insulin from under the adhesive. She felt her shirt was wet with insulin after she performed a bolus. Blood glucose elevated to 286 mg/dl, and normal blood glucose is 100-150 mg/dl. This occurred within 24 hours of changing the infusion set. Patient removed the infusion headset and noticed the cannula was bent near the adhesive. Patient did not use the infusion set insertion device or pull against the infusion tubing, and the headset remained attached to the site location. She avoids areas with stretch marks for infusion sites. Infusion sets were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Follow-up was provided by the patient on (B)(6) 2011. She changed to a different type of infusion set and remained on infusion device therapy.